Manufacturer narrative:
The ventilator was investigated by our field service engineer. The control pc board was exchanged according to the recommendations in the service manual. System software was re-installed, and functional test performed before the ventilator was returned to service. The replaced part was kept by the customer. The evaluation of received device logs confirms a single occurrence of the reported technical error codes and a stop of ventilation. The technical error codes indicate disabled valves and a control pc board communication failure with the monitor pc board. If the underlying defect appears during ventilation, ventilation will stop, and the user will be notified to by a generated high priority alarm and the corresponding technical error codes. If the failure appears during startup a technical alarm will be generated, and ventilation cannot be started. Since the replaced part was not returned for investigation, the root cause of the reported event has not been conclusively determined, but the control pc board was most likely contributing to the event.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated technical error codes indicating control error and communication error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.